Event description:
The user facility reported a 50-year-old female in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, there were continuous suction alarms. When the impella was explanted, a thrombus was noted on the tip of the catheter. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was submitted. The device was not returned for investigation. Per the data log review, motor current spikes and suction alarms occurred. The cause of the low pump flow issue was most likely biomaterial ingestion as the clinical data confirmed thrombus seen after impella explanted.